Event description:
Port removed and missing part was noted - suspected it remained in patient. Confirmed by xr. Patient referred to facility with invasive cardiac capability for part removal. Part noted in superior vena cava. No information on the device other than type available, can research pt. Record for implant info if needed, can do the same for the other device submitted today also.